Event description:
It was reported that a patient experienced pericardial effusion. Following a pulsed field ablation using a farwave nav catheter, the patient presented to emergency room (ER) with shortness of breath, congestion, and bilateral lower extremity swelling. Lab evaluation noted mild anemia. In the ER, patient required oxygen. Echocardiographic imaging was performed showing pericardial effusion. The patient was admitted to the intensive care unit (ICU) and the event is ongoing. Pericardiocentesis was then performed. The device is not expected to be returned as it was disposed post procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.